Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.

Event description:
There is no evidence that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged error 4 message was not resolved with troubleshooting. Per the onetouch ping user guide the error 4 message prompts when there is a problem with the test strip, the sample was applied improperly or there is a problem with the meter remote.